Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. The complainant indicated that the device will not be returned for investigation. Therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation (hta) procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6) 2015. According to the complainant, during the cool down phase of the procedure, the physician noticed that some of the fluid leaked out of the cervix. The procedure was completed using this device. It was reported that the patient's vaginal wall was burned and it was treated by cold water. The burn was not classified by the physician. The patient's condition was reported to be fine as of (B)(6) 2015. An additional attempt has been made to obtain follow up event details with no response from the clinician.